Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 27th january 2010 and performed self tests up to the 16th august 2015. A fresh pad-pak was installed during this time. Continuous manual power ups of ten minutes duration were recorded between the 17th august 2015 and final history log entry on the 23rd september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was over the pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.